Event description:
It was reported that the anesthesia monitor displays blanked during cardiopulmonary resuscitation. Pt passed away. Chief resident, stated that the pt's death was not related to our device. No causal connection could be established with reported event and the reported display failure. Ge healthcare's investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed.